Event description:
It was reported that the pt initially underwent spinal surgery using the minimal access technique. While inserting a rod, the rod missed one of the screws. This was confirmed on fluoroscopy and with the rod measurement tool. The health care professional (hcp) removed the rod, repositioned it and then tried to pass the rod through the screws again. The rod missed the second screw. When the hcp pulled the rod back out both extenders came off the heads of the screws. The extenders had been properly loaded before the screws were implanted. The surgeon had to perform an open surgical procedure to seat the rod and locking screws. No additional info has been provided.

Manufacturer narrative:
The product was not returned for eval. With the available info, a cause or contributing factor cannot be identified.